Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was unable to pace and the stylet couldn't be inserted into the lead completely. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to advance stylet were not confirmed. As received, a complete lead was returned in one piece with stylet inserted inside the lead. The stylet was able to be removed and fully inserted inside the lead without any issues. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.